Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance greater than 125 ohms in a routine follow up. It was also mentioned that the patient has a history of shock impedance with range between 100 and 115 ohms, and it is believed to be due to mineral build up on the coil. The shock impedance alert was increased to 150 ohms. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated section d4 lot/serial number.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance greater than 125 ohms in a routine follow up. It was also mentioned that the patient has a history of shock impedance with range between 100 and 115 ohms, and it is believed to be due to mineral build up on the coil. The shock impedance alert was increased to 150 ohms. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance greater than 125 ohms in a routine follow up. It was also mentioned that the patient has a history of shock impedance with range between 100 and 115 ohms, and it is believed to be due to mineral build up on the coil. The shock impedance alert was increased to 150 ohms. The rv lead remains in service. No adverse patient effects were reported.